Event description:
Reporter alleged obtaining the results of 516 mg/dl, 318 mg/dl, 253 mg/dl, 203 mg/dl and 191 mg/dl back to back within 10 minutes on the aviva system. Reporter took 8 units of novolog based on the 191 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.